Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the videoscope exhibited the adhesive on the objective lens had peeled off. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a definitive root cause of the observed peeling objective lens adhesive issue could not be determined, however, the issue was likely due excessive stress due to an impact force to the distal end, such as a shock or fall as a result of user handling/mishandling and or chemical stress due to solutions used during cleaning/reprocessing. Olympus will continue to monitor field performance for this device.